Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the power switch of the light source was dirty and had exceeded the lamp life. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, the probable root cause of the light source exceeding the lamp life is cause traced to a maintenance problem. The event is preventable by handling device in accordance with the instructions for use (IFU): the light source does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or user injury, equipment damage, and/or the impossibility to obtain the expected functionality can result. Some problems that appear to be malfunctions may be correctable by referring to chapter 8, ¿troubleshooting¿. If the problem cannot be resolved using the information in chapter 8, contact olympus. The light source is to be repaired by olympus technicians only. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the power switch of the light source was dirty and had exceeded the lamp life. There were no reports of patient involvement.